Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device blades were damaged. The device also failed pretest for rotational speed ( minimum of 75,000 at 90 psi ), noise assessment (<= 75db@ 90 psi & 120 psi). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device was no working. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was entered as december 06, 2017. This date has been corrected to december 01, 2017. Device evaluation: it was further noted that the blades on the device were loose on the outside of the machine and the device had low power.